Event description:
The customer communicated that they are seeing elevated potassium generated from alinity c processing module. The customer provided the following data: customer potassium reference range is 3.5 - 5.1 mmol/l. Sample ID (B)(6), the initial potassium result was 6.87 mmol/l, and the repeat results were 5.80 mmol/l and 4.33 mmol/l. Sample ID (B)(6), the initial potassium result was 6.98 mmol/l, and the repeat results were 4.38 mmol/l and 4.37 mmol/l. Sample ID (B)(6), the initial potassium result was 6.80 mmol/l, and the repeat result was 4.29 mmol/l. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.